Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted and downloaded system controller event log files contained data spanning 6 days (12:36:05 on (B)(6) 2025 ¿ 09:03:18 on (B)(6) 2025). A driveline power fault alarm activated at 19:04:39 on (B)(6) 2025 associated with a power b open due to the current sense online b dropping below the threshold amperage. The driveline power fault alarm remained active until the driveline was disconnected at 09:02:23 on (B)(6) 2025 to exchange the system controller. The system controller was shutdown at 09:03:18 on (B)(6) 2025, consistent with the system controller exchange. The pump maintained a speed within the expected range without issue while the driveline was connected. Upon initial inspection, indications of fluid ingress were found in the proximal (pump side) inline connector. The modular cable was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. Provided information stated that the reported the driveline power fault alarm resolved after a system controller and modular cable exchange. Additional information provided confirmed that the patient is in stable condition and has had no alarms recurring. The root cause of the reported event was unable to be conclusively determined during this investigation; however, fluid ingress could have resulted in the reported event. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number 10108536, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage including fluid leaking from the external portion of the driveline. Heartmate 3 lvas instructions for use section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled, "what not to do: driveline and cables". Heartmate 3 lvas instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas instructions for use section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was stable but had persistent yellow wrench driveline power fault alarms in the emergency department. Log file review revealed a driveline power fault at 11mar2025. Motor function was not impacted by this event. The system controller and modular cable were exchanged. The driveline power fault alarms did not return post exchange. The patient's condition was considered stable post event, and the patient returned home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.